Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. The returned sample was visually inspected. It was found that the buffer solution was not present, and the silicone dome over the ph sensor was missing. No other visual anomalies were noted. The returned sample was leak tested by connecting with the calibrated manometer, submerged into a water bath, pressurized up to 1003 mmhg, and no leaks were noted. A retention sample of the same product code and lot number combination was visually inspected, and it was confirmed that the ph silicone dome was present with no other visual anomalies noted. A likely root cause is that the large blue vent cap for the shunt sensor was not fully tightened either during setup of the circuit, or after the gas calibration. When the large blue vent cap was loosened, it had not been re-tightened fully prior to use in the line, causing a leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion. (B)(4). Results: results pending completion of evaluation. Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during prime, leakage was observed from the sensor area. The leakage was from the part where the ph silicone dome should have been. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.